Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site to investigate and trouble shoot the issue with the architect c16000 analyzer, serial number (B)(4). The fse determined that the most likely cause of the customer issue was a failing degasser (new style degasser canister, with tubing, part number 7-93668-02). The part was replaced and subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends or systemic issues in conjunction with the complaint currently under evaluation. There were no returns available from the customer site. No non-conformances associated with the affected product have been identified. The architect system operations manual and the architect c16000 service and support manual contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Concomitant medical devices: new style degasser canister, with tubing pn: 7-93668-02.

Event description:
The customer reports discrepant results for four different patient samples tested on an architect c16000 analyzer. The following was provided (sid -assay - initial result / repeat result - unit of measure): sid (B)(6): sodium = 108.2 / 136.7 mmol/l. Sid (B)(6): sodium = 113.6 / 141.6 mmol/l. Sid (B)(6): sodium = 109.5 / 139.2 mmol/l. Customer normal reference range: sodium = 135-145 mmol/l. Note: repeat results were generated on another architect c16000 analyzer in the lab, serial number (B)(4)). No suspect results were reported from the lab. There is no impact to patient management reported. A service call was initiated.